Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 2.4; lab: 1.1; mean: 1.75; confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met, and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing, as part of the complaint investigation when meter is returned. Neither meter nor strips are expected to be returned. Testing will be performed using in-house meters and retain strips. In-house accuracy test. Test date: donor 4 ((B)(6) 2009), donor 5 ((B)(6) 2009). Meters sn: in-house meters ((B)(4), (B)(4), (B)(4)). Retained strip ln: 213038. Comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. Product deficiency was not established. Trouble shoot revealed pt was just out of hospital. Coumadin was re-administered 2 days prior to testing. As of 07/27/2009, 5 discrepant results complaint's were reported for lot# 213038, yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time, as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009; inratio: 2.4; lab: 1.1. Pt had coumadin held for 5 days while hospitalized. He was just back on coumadin for 2 days when started testing with inratio.